Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in a field action. Based on the information received and without the return of either the product or performance data, or completion of analysis, it could not be determined if this device performed as described in the field action. Concomitant medical products: d314trg, ICD, implanted: (B)(6) 2015. (B)(4).

Event description:
It was reported that the right atrial (ra) lead had diminished sensing and oversensing of far field r-wave (ffrw). The lead sensing parameters were reprogrammed. The lead remains in use. It was further reported that the right ventricular (rv) lead had diminished sensing. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.